Event description:
Procedure: lap appendectomy. According to the reporter: the third sulu fired and locked on tissue. The surgeon, using a 12mm trocar, was able to insert another instrument at the proximal end and resect the locked sulu. Delay time in o.r. Was 45 minutes. The surgeon subsequently verified no leaks or bowel issues.

Manufacturer narrative:
.